Event description:
Paramedics were called to the scene of a person that had fallen 11 stories. The pt was initially diagnosed as unconscious, apneic, pupils fixed and dilated with a thready corotid pulse. The pt went into venticular fibrillation during transport to the hospital. An attempt was made to administer a defibrillation shock using the device. Each time the operator attempt to charge the defibrillator, the device allegedly displayed a connect cable warning message and use of the defibrillator was inhibited. CPR was continued during transport. The pt was admitted to the hospital in ventricular fibrillation. The pt was not resuscitated. The reporter indicated there were no adverse effects to the pt as a result of device use. This opinion was based on an assessment of the pt's condition.